Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is unable to fully tighten. The battery cap threads are damaged. The battery compartment is crack observed in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Removed pump case, no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.